Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report stated, on (B)(6) 2017 the patient experienced drainage from stoma site, boating of abdomen and skin looked like trash. The patient was seen by the physician and was treated with antibiotic cephalexin 500mg three times a day for 7 days. The patient was educated on stoma site care. The symptoms started to get better.